Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular lead exhibited high bipolar threshold at 3.75 v. When a manual capture threshold test was performed, threshold was found to be 5.5 v at 1.0 ms. Testing the lead in unipolar was attempted, however the patient experienced discomfort due to pocket stimulation. The lead was successfully repositioned.